Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was verified and attributed to foreign substance on pins that protrude out of the battery well. The battery interconnect board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.